Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The prograsp forceps instrument was found to have a loose clamping pulley screw on pitch input #5. The loose clamping pulley screw resulted in loss of tension of the correlating pitch cable. A visual inspection of the backend found no evidence of a damaged clamping pulley, input disk or input shaft. The instrument was installed on an in-house system and driving. The prograsp forceps instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed non-intuitive motion (difficulty controlling the joints) with the instrument. The procedure was completing as planned with no reported injury.